Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an apparent pace/sense conductor fracture and had high undefined impedance. The lead was programmed off and a leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.